Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter partial separation occurred. The 99% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. During a percutaneous coronary intervention (pci), a guidezilla guide catheter extension was used in conjunction with an unspecified guide catheter to deliver a non-bsc stent. During the procedure, the non-bsc stent encountered difficulty upon insertion and met resistance at the collar part of the guide catheter extension. The stent was then removed and the guidezilla was checked however, it was further noticed that the connection part of the guidezilla was partially separated. The procedure was completed with a non bsc backup catheter. No patient complications were reported and the patient's status is good.